Manufacturer narrative:
Additional information in h6 (device code).

Event description:
It was reported that a patient underwent a revision surgery after experiencing shoulder and arm pain postoperatively. The implants were left in place and additional instrumentation was added for cervical fusion. The patient reports persisting pain and weakness but no further information was provided. This is report one of two for this event.

Manufacturer narrative:
Additional information in a2 and h6: method, results, and conclusions. The complaint is unrefuted for two (2) of two (2) unknown mobi-c implants for the reported failure of pain leading to revision surgery. With the given information/images and without the ability to examine the devices, a probable cause cannot be determined. It's possible adjacent level disease caused continuing symptoms that may have otherwise been alleviated by the mobi-c implants. The physician did not believe the implants themselves to have malfunctioned and reportedly still provided adequate range of motion to the patient which is corroborated by the provided x-rays. The lot number was not provided, so the DHR is unable to be reviewed. The failure mode is included within the risk file, and this event fits within the current risk profile. Currently, no actions are required.

Event description:
It was reported that a patient underwent a revision surgery after experiencing shoulder and arm pain postoperatively. The implants were left in place and additional instrumentation was added for cervical fusion. The patient reports persisting pain and weakness but no further information was provided. This is report one of two for this event.

Event description:
It was reported that a patient underwent a revision surgery after experiencing shoulder and arm pain postoperatively. The implants were left in place and additional instrumentation was added for cervical fusion. The patient reports persisting pain and weakness but no further information was provided. This is report one of two for this event.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Additional information: h6 (results) this follow-up report is being submitted to relay additional information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient underwent a revision surgery after experiencing shoulder and arm pain postoperatively. The implants were left in place and additional instrumentation was added for cervical fusion. The patient reports persisting pain and weakness but no further information was provided. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00062.

Event description:
It was reported that a patient underwent a revision surgery after experiencing shoulder and arm pain postoperatively. The implants were left in place and additional instrumentation was added for cervical fusion. The patient reports persisting pain and weakness but no further information was provided. This is report one of two for this event.